Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm seal stayed behind in loading device when the delivery tube was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specks of blood was observed on the loading device. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The seal could be seen just above the loading device window. The blue slide lock was dis-engaged and the plunger was not depressed on the delivery device. The seal was taken out from the loading device for inspection. A microscopic inspection was conducted. No crack/delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.52in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint "fitting problem" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm seal stayed behind in loading device when the delivery tube was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.